Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one opened sample that pertains to the product code 4350 was returned for analysis. As per the visual inspection of the sample received, it was determined that the mesh was observed dirty or with stains not related to the production process. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformance were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and an absorbable adhesion barrier was used. The product had stains inside. There were no adverse patient consequences reported. No further information was provided.